Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: 11/11/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification, of the cartridge, revealed viscoelastic residue on the inside of the cartridge. Further inspection revealed that the lens was stuck in the cartridge. The lens was removed from the cartridge; however, during the removal process foreign matter was observed inside of the lens module. The lens was inspected under magnification as well, revealing lens damage. The complaint issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed 1 similar complaint was received for this production order number, based on the investigation results, no escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight: unknown, information not provided. Ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while inserting a dfw150 model intraocular lens (iol) into patient's left eye, the lens came out of the cartridge before it was completely in the eye which caused the lens to be halfway out of the cartridge and could not reload it. The procedure was completed successfully using backup lens of same model and diopter. There was no patient injury and no medical/ surgical interventions were done. Patient was doing good at the time of discharge. No further information available.